Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. The perforation was caused from the patient sitting up during the procedure. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3005188751-2016-00023, 3005188751-2016-00024, 9680001-2016-00033. During an atrial tachycardia ablation procedure, a pericardial effusion occurred. During mapping of the left atrium, the patient became restless and sat up abruptly. Shortly after, the patient decompensated requiring intubation and an echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed. The patient was transferred to the ICU and is currently in stable condition. The perforation was thought to be caused from the patient sitting up during the procedure. There were no performance issues with any sjm devices.